Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (500mg, intraperitoneal, once a day, ongoing), meropenem injection (500mg, intraperitoneal, twice a day, ongoing), and amikacin injection (100mg, intraperitoneal, once a day, ongoing) for the event. The same day as hospital admission, the patient was discharged. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that on an unknown date, antibiotic treatment was discontinued. At the time of this report, the patient has not recovered from the event. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.